Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed due to pins in the trunk cable connector having an intermittent connection, preventing the belt from connecting to the monitor. The root cause for the pin causing an intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.